Event description:
Customer's father reported that the insulin pump returned a weak battery alert, and after replacing the battery, they received a button error alarm. Caller reported that the numbers on the display began to ramp during bolus. Caller reported that the insulin pump may have been exposed to moisture. Blood glucose level was 230 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump was unable to verify weak battery alarm due to button and keypad anomaly. Insulin pump received with cracked case at display window corners, broken battery tube threads, cracked reservoir tube, reservoir tube lip, belt clip slot and minor scratched display window.